Event description:
Based on additional information received on 23-jun- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention added). This unsolicited case from (B)(6) was received on (B)(6) 2017 from the physician. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after few days the patient experienced pain, aspiration was done of 60 ml fluid and after 8 days patient had swelling. No relevant medical history, past drugs and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection (dose, frequency and indication: not reported; lot number: 6rsp016, expiration date: dec-2019) in unspecified joint. On an unknown date in (B)(6) 2017, few days after receiving the injection patient experienced pain. On (B)(6) 2017 (in the noon), the patient received the second injection. On (B)(6) 2017, the swelling was noticed (latency: 8 days). On (B)(6) 2017 (in daytime), the aspiration was performed. On an unknown date in (B)(6) 2017, the patient recovered from pain and swelling. Reportedly, the physician had discontinued the treatment, done aspiration of 60 ml of fluid and prescribed intra-articular triamcinolone at the dose of 5 mg and oral celecoxib for the adverse reactions. Action taken: drug withdrawn nos. Corrective treatment: triamcinolone and celecoxib for aspiration was done of 60 ml fluid; unknown for pain and swelling. Outcome: unknown for aspiration was done of 60 ml fluid; recovered for pain and swelling. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 6rsp016 expiration date (12/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsp016 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, there were 3 complaints on file for lot 6rsp016 and all related sub-lots: 2 complaints for lot 6rsp016d: (1) missing syringe and (1) adverse event report. 1 complaint for lot 6rsp016:(1) adverse event report. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for aspiration was done of 60 ml fluid additional information was received on (B)(6) 2017 from the physician. Action taken was updated. Additional event of aspiration was done of 60 ml fluid was added along with details. Event onset date and outcome was updated for pain and swelling. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 29-jun-2017. Product expiration date was added. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on 23-jun- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention added). This unsolicited case from (B)(6) was received on 19-jun-2017 from the physician. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after few days the patient experienced pain, aspiration was done of 60 ml fluid and after 8 days patient had swelling. No relevant medical history, past drugs, concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection (dose, frequency, indication and expiration date: not reported; lot number: 6rsp016) in unspecified joint. On an unknown date in (B)(6) 2017, few days after receiving the injection patient experienced pain. On (B)(6) 2017 (in the noon), the patient received the second injection. On (B)(6) 2017, the swelling was noticed (latency: 8 days). On (B)(6) 2017 (in daytime), the aspiration was performed. On an unknown date in (B)(6) 2017, the patient recovered from pain and swelling. Reportedly, the physician had discontinued the treatment, done aspiration of 60 ml of fluid and prescribed intra-articular triamcinolone at the dose of 5 mg and oral celecoxib for the adverse reactions. Action taken: drug withdrawn nos. Corrective treatment: triamcinolone and celecoxib for aspiration was done of 60 ml fluid; unknown for pain and swelling. Outcome: unknown for aspiration was done of 60 ml fluid; recovered for pain and swelling a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for aspiration was done of 60 ml fluid. Additional information was received on 23-jun-2017 from the physician. Action taken was updated. Additional: event of aspiration was done of 60 ml fluid was added along with details. Event onset date and outcome was updated for pain and swelling. Seriousness criterion was added. Clinical course was updated. Text was amended accordingly.